Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high pressure alarms. Functional testing confirmed the reported issue. The cause was identified to be an anomaly in the downstream occlusion (dso) sensor. The dso sensor was replaced to resolve the issue.

Event description:
It was reported that a high-pressure alarm had been detected. Reporter stated the event occurred during use at the patient's home. There was patient involvement, and no patient harm reported.